Event description:
In 2006, the pt developed liver failure and ascitis; the pump pocket kept filling with fluid. The physician did not believe the pocket fluid was related to the ascitis or to the liver failure. During device explant they found "the pump flipping around in the pocket and fluid around the pump that the refill doctor refused to remove any longer," the catheter was found disconnected from the pump. The pt reported they had experienced no pain relief from the pump therapy; the pt feels better subsequent to having the product removed. The drug used in the pump is morphine. Add'l info has been requested from the physician. See MFR report # 6000030-2007-01916.